Manufacturer narrative:
Concomitant product: d314trg device, implanted: (B)(6) 2013.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion and the epicardial left ventricular (lv) lead showed a high threshold value. The crt-d was explanted and replaced and the lv remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.